Event description:
The customer received analyzer alarms and noticed the filter had come off from the nozzle of the procell. Customer support advised the customer to put it back. Afterward, the customer stated there were questionable results for an unknown number of patient samples that were generated before the analyzer alarms were received. The following data was provided: carcinoembryonic antigen (cea): initial result 6.99 ng/ml, repeat result 18.8 ng/ml. Initial result < 0.2 ng/ml, repeat result 8.41 ng/ml. Thyrotropin (tsh): initial result 1.55 uiu/ml, repeat result 3.24 uiu/ml. Free triiodothyronine (ft3): initial result 4.38 pg/ml, repeat result 2.8 pg/ml. The initial results were reported out of the laboratory, but no adverse event occurred and no changes were made in any patients' treatments. The reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).